Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). Reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the review of medical records, the patient was revised to address the consequences of total left hip prosthesis dislocation, the 1st episode of dislocation happen 4 days after reimplantation of left hip prosthesis. Medical records indicated that: on (B)(6) 2015, the patient was hospitalized due to relapse of left hip dislocation. On (B)(6) 2015, the patient underwent total hip prosthesis reduction in the operating room, under sedation. On (B)(6) 2015, the patient was again hospitalized with a diagnosis of left hip dislocation, on the same day, the patient underwent additional surgical treatment for closed reduction of total hip prosthesis dislocation. Doi: (B)(6) 2015. Dor: (B)(6) 2015. (Left hip) second revision.